Event description:
A customer's device had a charging port that was difficult to use, making it hard for them to connect the cable. There was no reported adverse impact on the customer¿s blood glucose level. The customer, whose device was out of warranty, was in the process of acquiring a new device and declined further follow-up from customer technical support.